Event description:
It was reported that the right ventricular (rv) lead is experiencing rising thresholds and impedances, and diminished sensing of r-waves. The lead remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01, implantable pulse generator (ipg), (B)(6) 2010; 4076, ,implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
Thresholds were later reported to have remained at previously seen levels. The lead was capped and replaced.